Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2012 for eroded vaginal mesh.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent mesh revision of midurethral sling on (B)(6) 2006 due to erosion of mesh used for midurethral sling.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted. It was reported that patient underwent a revision of midureteral sling and biopsy of perineal lesion on (B)(6) 2006. On (B)(6) 2012 patient underwent a mesh revision. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.